Event description:
It was reported that the insulin pump had a motor that sounded strange and was not pushing insulin through. The caller did not know the blood glucose reading. The customer's mother stated that during the prime process, the customer had to press the act button repeatedly to garner a response. The insulin pump was not present for troubleshooting, and the caller advised that she would call back in order to perform troubleshooting on the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.